Event description:
It was reported that the pt has had a return of symptoms. A catheter issue was found and a revision was planned. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional info has been requested but was not available as of the date of the report.